Event description:
Customer reportedly received a result of 106mg/dl and a result of 254 mg/dl within 10 minutes on the active system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.